Event description:
It was reported that during a sigmoidectomy procedure, at the second firing of device, the staples could not be formed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.